Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on december 30th of an unknown year, an 8" (20 cm) appx 0.43 ml, smallbore bifuse ext set w/2 microclave® clear, 2 clamps, spiros® generated a leak during patient use. The clinician confirmed that the product was leaking. No holes, cuts, tears, or any defects were noted in the product. There was no patient harm reported.

Manufacturer narrative:
A photograph was provided showing a bifuse extension set. It is unclear if a stick-down can be seen in the image. Received one (1) used ch3367 bifuse extension set with one of the shuntless microclaves in a silicone stick-down condition. Unknown solution residuals were observed throughout the set. Disassembly revealed a torn seal and a bent spike. No damage or anomalies were noted on the body. The complaint of leakage can be confirmed based on the stickdown condition observed that can lead to seal tearing and subsequently leakage. The most probable cause of the damage noted is typical of the use of an incompatible mating device. The dfu states 'clave/microclave is compatible with iso male luers having an internal diameter of 0.062¿ < 0.110¿. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.